Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the hub disconnected from the extension tubing. Therapy was delayed without patient incident.

Event description:
The customer reports that the hub disconnected from the extension tubing. Therapy was delayed without patient incident.

Manufacturer narrative:
(B)(4). The customer provided one image of a two-lumen PICC catheter. The image confirms that the distal extension line was defective. The separated portion of the extension line is not shown in the image. The customer returned the sample shown in the photo. Visual examination revealed that the distal luer hub separated from the extension line. Microscopic examination revealed that a portion of the extension line was still inside the separated luer hub. Additionally, the edges at the point of separation were rough and not uniform. The length of the distal extension line body from the point of separation to the juncture hub measured 1.65", which is consistent with the nominal value. The inner diameter of the distal extension line measured .056", which is within the specification limits. The distal extension line outer diameter measured .0932", which is within the specification limits. This indicates that the wall thickness measured within specifications. A manual tug test confirmed the proximal extension line was fully secured within the luer hub. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained, and further consultation requested." The customer report of extension line/luer hub separation was confirmed by complaint investigation of the returned sample. The distal luer hub was separated from the extension line. The returned sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. An increase of extension line leaks and separations has warranted a CAPA to further investigate the issue. Based on the customer description and the sample received, manufacturing (assembly) caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.